Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector lcd board unlocked. Unable to perform no delivery test due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
It was reported by the customer's mother insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. Customer unable to troubleshoot at time of reporting. Advised customer to change reservoir and infusion set. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.